Manufacturer narrative:
Device analysis: visual analysis of the device was performed which identified: white particles on the device inner and outer surfaces, and brown biological material in the fill channel of the diaphragm valve. A leak was performed with no leakage. A fill inspection was performed which identified no blockage in the diaphragm valve. The events of ill defined complaints is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event.

Event description:
Documentation received from a patient representative alleges the patient had concerns of "soreness, tenderness¿, ¿hurting¿, ¿constipation¿, "bumps on the right breast in between¿, in which the doctor note for the visit states as ¿some acne medial breast, and ¿a wide interval between the breasts with the nipple areolar complexes point in different directions¿. Documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. This record is for the right side. Device has been explanted. See MFR # 9617229-2017-01717 for left side report.